Event description:
Dr (B)(6) reported that during a dbs procedure - left vim, the lead was implanted off the intended target. Fhc equipment used was waypoint platform, mt controller and stardrive. Misplaced leads were identified during postop CT as being 18mm superior to intended target. Prior to CT they did not suspect any issues. No adverse effects on the patient; however, the patient was returned to the operating room and the placement of the lead was revised to the correct depth.

Manufacturer narrative:
Evaluation of the returned platform, pre-op plans and post-op images suggests that the lead was implanted along the intended target but was at the incorrect depth and may have slipped at some point during implantation. No issues were found with the platform or other equipment used in the case. No adverse effects were noted with the patient; however, the patient was returned to the operating room and the placement of the lead was revised to the correct position. On (B)(4) 2014 - fhc representative visited dr (B)(6) and discussed the event. No definitive cause of the incorrect depth of the lead could be determined. However, the scrub nurse that usually measures the lead with the fhc measurement tool was on vacation during this procedure. Fhc representative reviewed the lead measurement steps with the staff.